Event description:
Received an electronic report from a hemodialysis user facility. It was reported that the arterial tubing separated and the patient lost blood. It was also reported that the venous side of the bloodline was used to reinfuse the patients blood. The facility was contacted for additional information. It was learned that at the start of the treatment the bloodline separated at the drip chamber. The blood loss was 100 ml. It was also learned that a new arterial line was then set up on the machine, and the treatment was continued and completed without further incidence. There is no sample available for an evaluation.